Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.0/0.5/166 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting and a cataract. On (B)(6) 2023 the lens was exchanged with a longer length, spherical and different power lens but this did not resolve the problem. It was noted there is a planned explant with phaco-emulsification planned. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).